Event description:
Fixture removal surgery due to trauma (skeletal fracture), causing the fixture to loosen. No information received on removed components (serial number etc.). The procedure took place on (B)(6) 2026.